Event description:
The reporter stated that there were air bubbles noted, infusion into central line and IV fluid leaking out of six port adapters. There was no pt injury or treatment reported for this event.

Manufacturer narrative:
The product has not yet been rec'd for eval. Smiths is unable to confirm this issue without benefit of returned product. An add'l report will be submitted should info become available that impacts the outcome of smiths' investigation.